Event description:
The hospital bloomed reported the m4735a difibrillator was receiving an error to cycle power and error code 1000. The error occurred during shift check. Thre was no report of patient involvement.